Event description:
It was reported that during a da vinci surgical procedure, the tip cover of the monopolar curved scissors instrument fell off inside the patient. The surgeon retrieved the tip cover laparoscopically. There was no allegation of any harm, injury, or adverse outcome to a patient. Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following information on (B)(4) 2014: the tip cover was inspected prior to use with no damages noted on the tip cover. The tip cover accessory was in use approximately 2-3 times. A patient was undergoing a prostatectomy procedure when the tip of the mcs fell inside the patient. There were no post-operative tests performed to confirm that the tip cover was removed. There was no injury to the patient.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.